Manufacturer narrative:
The following elements have blank data: unique device identifier (UDI): for type of device: electrosurgical, cutting & coagulation & accessories.

Event description:
Ligasure jaw started "smoking" in the middle of the case. There was no patient harm. Manufacturer response for cautery, (brand not provided) (per site reporter). Rep picked up.

Event description:
Ligasure jaw started "smoking" in the middle of the case. There was no patient harm. Manufacturer response for cautery, (brand not provided) (per site reporter): rep picked up.